Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had experienced a high blood glucose of 400 mg/dl to 500 mg/dl during the time she was on antibiotics. Customer states that the insulin pump stabilized her blood glucose reading after she stopped her medication. No troubleshooting was performed. Insulin pump is not expected to return for analysis.